Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d4; d10; g4; g7; h1; h2; h4; h6. During investigation, the part # was found to be 14-440042 and lot # is noted to either be: 715780 or 967750. The following sections could not be completed because the lot information cannot be confirmed: h4 - manufacturing date - lot: 715780 - october 6, 2011. H4 - manufacturing date - lot: 967750 - october 21, 2011. The investigation is still in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the threads on both bolt and nail are stripped. The bolt has a potential field age of 8 years. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign - event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00918. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an operation was performed with a phoenix ankle nail. During the procedure, the connecting portion between the nail and bolt had come off when the surgeon inserted the nail into the patient. The surgeon removed the nail and tried to connect the nail with the bolt; however, it couldn't reconnect. Surgeon then used a backup nail to finish the operation.